Event description:
It was reported that the patient feels awful while using the device. The patient underwent spinal cord stimulation (scs) explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2408-56 serial number: (B)(6). Batch/lot number: 7075924 model/catalog description: avista MRI perc lead kit 56 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2408-56 serial number: (B)(6). Batch/lot number: 7076011 model/catalog description: avista MRI perc lead kit 56 cm unique identifier (UDI) #: (B)(4).